Event description:
It was reported that an unknown solution flowed through a clearlink extension set after the clamp had been utilized. According to the report, the set continued to drain after the line had been clamped off. The set was replaced and the procedure continued without issue. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: the event was reported to have occurred on an unknown date in (B)(6). Additional information: during follow-up with the reporter, they stated that the set was not connected to the patient when this was noticed. Evaluation summary: the sample was received for evaluation. Visual inspection found that the device had been primed up to the y site. A functional test was performed in which the device was spiked into an in-house 1000 ml solution bag containing distilled water, re-primed, and observed for issues. The blue slide clamp was tested as well. The device primed and flowed normally, and when the slide clamp was placed in the closed position, flow was found to stop completely. No malfunctions or abnormalities were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.